Event description:
It was reported that a pt developed a rash between the fingers and in the armpits approximately twelve hours after an impression was taken using jeltrate; there were no intraoral symptoms. The pt consulted an allergist who indicated that the symptoms were due to the jeltrate. The allergist reportedly treated the pt, though the nature of the treatment is unknown.

Manufacturer narrative:
While it is not definitively known if the jeltrate used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable. The lot number was provided for eval, though results are not available as of this report. Eval results will be submitted as they become available.